Manufacturer narrative:
B5: describe event or problem - updated with additional information. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. After gaining access to the left atrium with the faradrive sheath, the guidewire and dilator were removed. The sheath was then aspirated and purged. Upon inserting the farawave pulsed field ablation catheter into the faradrive sheath, the sheath was aspirated. During the aspiration of the sheath using the irrigation tube, air bubbles in the irrigation tube were seen. Several attempts were made to aspirate the sheath while removing the catheter and inserting the catheter again without success. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. It is unknown if the sheath will be returned for analysis. It was further reported that there were no abnormalities during preparation. Prior to the reported air ingress, the dilator and transseptal guidewire were inside the sheath. A pressure bag was used for irrigation with a flow rate of one drop per second. No air was seen in the patient. The guidewire was positioned at the tip of the farawave catheter at the time the farawave catheter was inserted into the faradrive sheath. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. After gaining access to the left atrium with the faradrive sheath, the guidewire and dilator were removed. The sheath was then aspirated and purged. Upon inserting the farawave pulsed field ablation catheter into the faradrive sheath, the sheath was aspirated. During the aspiration of the sheath using the irrigation tube, air bubbles in the irrigation tube were seen. Several attempts were made to aspirate the sheath while removing the catheter and inserting the catheter again without success. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. It is unknown if the sheath will be returned for analysis.